Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. Review of ticket trending reports for the architect total b-hcg assay determined that there is an increase in complaint activity related to false positive patient results. However, an increase in complaint activity was not identified for reagent lot 89200ui00. Using worldwide field data, the historical performance in the field of reagent lot 89200ui00 was evaluated. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and within the established limits, which confirms no systematic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was obtained.

Event description:
The customer reported a false positive architect total b-hcg result for a (B)(6) female. Sample ID (B)(6) generated 2035 miu/ml and retest on two architect analyzers generated 3152.90 and 2031.32 miu/ml. The sample generated a negative result < 1.0 miu/ml on the immulite. No impact to patient management was reported.